Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the 14fr. Sheath was 100% occluding the artery. The patient was screaming in pain from the right lower extremity. The patient was given pain medication and eventually intubated as during the procedure the patient was thrashing and almost fell off the table. The wire position was lost; however, after intubation, the physician was able to complete the revascularization. Post stenting peel-away sheath was removed. Right lower extremity iliac angiogram was performed with repositioning sheath side access. The flow was restored to extremity. Following, in the morning overnight, the patient's urine blood was tinged and the echocardiogram showed impella placement deep. The physicians decided to wait until later in the morning to address the positioning and possibly reposition. Pulsatility was returning to impella. Also, no pulses could be found distally; therefore, the plan was noted to have a vascular ultrasound later in the morning. That afternoon it was noted the patient went asystole four times and chemical code was given to achieve electrical activity. Patient was having signs of multi-system organ failure. The patient's feet remain cold bilaterally. The patient would ultimately expire the following day.